Event description:
Patient had called to inquire about MRI compatibility and mentioned they had diabetes for which they had an omnipod and dexcom and they couldn't have them providing insulin to them while they did an MRI. They said they did not use the manufacturer company's device. They said when they had an MRI they were without insulin and patient services took that to mean that they had to disconnect from their diabetic devices to get the scan, be without insulin during the scan and then poke themselves afterwards to resume the insulin. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 4582. Device: 1194. Ref: mw5186843.